Manufacturer narrative:
The device was returned to the manufacturer for analysis. The unit was received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. The 6-inch transitional teeth were worn, and need replaced. The shock cushion and ¼ inch pin were worn and the adjustment wrench has worn threads. General maintenance and cleaning required. The device was manufactured in 2005. Complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the 6 inch transitional arm was not rotating smoothly in the a2101 mayfield ultra base unit. It was hard to turn and would make a cracking sound when locking to the sliding rail. There was no known patient injury or delay in surgery.